Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with the available data indicating a suspected electrode fracture. Ts discussed device programming options and recommended a revision. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates x-ray imaging was performed, with the associated electrode explanted and a new electrode implanted. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with the available data indicating a suspected electrode fracture. Ts discussed device programming options and recommended a revision. This device remains in service. No additional adverse patient effects were reported.